Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, frequent "adjust belt" messages) was confirmed. As received, the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging a wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case and that the patient was receiving frequent "adjust belt" messages.